Event description:
The customer contact reported a separation. The secure lock male adapter of the tubing set was connected to the patient's access site. The tubing set was being used to deliver an unspecified concentration of fluorouracil in 150ml of normal saline, at a rate of 5ml/hr, via a gemstar pump. After 40.6 hours in use, the homecare patient noted that solution was leaking and returned to the user facility. It was reported that at this time, the nurse noted that the tubing had separated from the inlet port of the filter and bleed back was noted in the tubing. The tubing set was disconnected from the patient's access site. The patient's access site was flushed with an unspecified volume of normal saline. The patient's physician was notified and decided not to resume therapy. The leak of solution was cleaned up per the user facility's protocol. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).